Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that their speaker malfunctioned. The device was in clinical use when the issue was discovered but no patient harm was reported.

Event description:
Statement of the reported problem: this report is based on information provided by our philips complaint handling team. Philips received a complaint on the intellivue mx800 patient monitor sn (B)(6) indicating there was a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. Functional testing/service repair/technical investigation: a philips remotes service engineer (rse) communicated with the biomedical engineer (bme) to evaluate the device in question. The following functional tests were performed: the (bme) restarted the monitor and the ¿speaker malfunction¿ message went away. However, after a while the message came back. Results of functional testing confirmed the alleged malfunction, there was a speaker malfunction a field service engineer (fse) was dispatched onsite to replace the mainboard. Confirmation: based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time. Risk analysis: a review of the risk management file was performed and initial reportability decision (based on information currently available) is that the record was determined to be reportable. It was reported the device presented with the following: they were having speaker issues. A confirmed loss of audio poses a potential safety risk, as there is no audible tone to alert the user of the failure, or the clinical staff could possibly not recognize a critical patient alarm. If this malfunction were to recur it could be a factor in a serious injury or death. Closure & product disposition: after the mainboard replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.